Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the dressing was applied to the arm of a palliative patient to maintain the placement of an infusion catheter. After approximately 1-2 hours of use, the adhesive portion of the dressing began to come off. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Additional information was received on october 30, 2015. This issue was investigated by confirming the silicone trilaminate, the skin contact material, used in this lot of product was certified meeting the requirements of convatec. Confirming the lot of product was sterilization certified; and referencing summary of health data for dow corning® mg soft skin adhesive. All manufacturing, materials, and sterilization process were compliant to requirements. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).